Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed failure to capture on their right atrial (ra) lead. A chest x-ray was performed which showed the ra lead was dislodged. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.